Manufacturer narrative:
The biomedical engineer (biomed) reported that the zm transmitter would power off and enter a boot loop cycle after about 20 minutes of operation. This was found at setup and there was no patient involvement. The device exhibited the same symptoms when testing it in his biomed shop. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Event description:
The biomedical engineer (biomed) reported that the zm transmitter would power off and enter a boot loop cycle after about 20 minutes of operation. No patient harm was reported.